Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed a system error 343 (se 343) ¿motor high-rate error.¿ while in the intensive care unit, the patient was receiving a levophed infusion and a se 343 occurred. There was no alarm to alert the staff the infusion stopped. The medical team was able to ¿push¿ the medication while the patient ¿started to crash.¿ the team followed the pump prompts and the pump resumed working as expected. Furthermore, the patient sustained no permanent injury due to the event. Additional information received from the customer was the history log stating ¿at 14:04, the dose was 1mcg/kg/minute, the pump rate was updated to 72.2ml/hour. At 14:05, the dose was 0.8 mcg/kg/minute, the pump rate was updated to 57.8ml/hour and at 14:06. The network disconnected 14:07 system error cleared. The pump was turned off and then on and entered sleep mode. At 14:08 the pump exited sleep mode and there was no new patient. At 14:08 in the primary bag, the dose was 0.75 mcg/kg/minute at the rate 54.1 ml/hour. The vtbi was 93.3ml and given volume at 572 ml. The flow was confirmed. At 14:09, the dose was 1mcg/kg/minute.

Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. During functional testing, an system 343 error was not reproduced. The evaluation was able to run multiple infusions without error. Evaluation confirmed proper motor function. A review of the event history log revealed 343 error messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Evaluation will replace the processor board and shielding as a known contributor to the occurrence of system error 343. Should additional relevant information become available, a supplemental report will be submitted.